Event description:
A report was received that the patient had difficulty charging the ipg. The physician was able to identify through external palpation that the ipg was tilted within the generator pocket. The patient will undergo a revision.

Manufacturer narrative:
.